Event description:
When surgeon went to remove the vortex mp titanium low-profile port system, the catheter portion broke apart. The breaking of the silicone catheter occurred as the surgeon attempted to pull it out. The surgeon's operative note describes the incident: "the three anchoring prolene sutures were divided and removed. The port was taken out of its subcutaneous pocket. The catheter had rough surface. With traction the catheter came out of the tunnel but it fractured in the subclavicular area and only the portion from the tunnel came out. We had a retained intravascular catheter fragment. There was no bleeding from the site. C-arm was used, and the catheter was found to be fractured at the mic-clavicle level¿too deep to explore from a subclavian approach. Catheter seemed to be in a stable position." The surgical wound was then closed. Surgeon then discussed the case with interventional radiologist (ir). Ir agreed to take the child for endovascular retrieval of the fragment. Using right femoral artery approach, the foreign body was retrieved using a snare. Patient recovered and went home later that evening.

Event description:
When surgeon went to remove the vortex mp titanium low-profile port system, the catheter portion broke apart. The breaking of the silicone catheter occurred as the surgeon attempted to pull it out. The surgeon's operative note describes the incident: "the three anchoring prolene sutures were divided and removed. The port was taken out of its subcutaneous pocket. The catheter had rough surface. With traction the catheter came out of the tunnel but it fractured in the subclavicular area and only the portion from the tunnel came out. We had a retained intravascular catheter fragment. There was no bleeding from the site. C-arm was used, and the catheter was found to be fractured at the mic-clavicle level¿too deep to explore from a subclavian approach. Catheter seemed to be in a stable position." The surgical wound was then closed. Surgeon then discussed the case with interventional radiologist (ir). Ir agreed to take the child for endovascular retrieval of the fragment. Using right femoral artery approach, the foreign body was retrieved using a snare. Patient recovered and went home later that evening.

Event description:
When surgeon went to remove the vortex mp titanium low-profile port system, the catheter portion broke apart. The breaking of the silicone catheter occurred as the surgeon attempted to pull it out. The surgeon's operative note describes the incident: "the three anchoring prolene sutures were divided and removed. The port was taken out of its subcutaneous pocket. The catheter had rough surface. With traction the catheter came out of the tunnel but it fractured in the subclavicular area and only the portion from the tunnel came out. We had a retained intravascular catheter fragment. There was no bleeding from the site. C-arm was used, and the catheter was found to be fractured at the mic-clavicle level¿too deep to explore from a subclavian approach. Catheter seemed to be in a stable position." The surgical wound was then closed. Surgeon then discussed the case with interventional radiologist (ir). Ir agreed to take the child for endovascular retrieval of the fragment. Using right femoral artery approach, the foreign body was retrieved using a snare. Patient recovered and went home later that evening.

Event description:
When surgeon went to remove the vortex mp titanium low-profile port system, the catheter portion broke apart. The breaking of the silicone catheter occurred as the surgeon attempted to pull it out. The surgeon's operative note describes the incident: "the three anchoring prolene sutures were divided and removed. The port was taken out of its subcutaneous pocket. The catheter had rough surface. With traction the catheter came out of the tunnel but it fractured in the subclavicular area and only the portion from the tunnel came out. We had a retained intravascular catheter fragment. There was no bleeding from the site. C-arm was used, and the catheter was found to be fractured at the mic-clavicle level¿too deep to explore from a subclavian approach. Catheter seemed to be in a stable position." The surgical wound was then closed. Surgeon then discussed the case with interventional radiologist (ir). Ir agreed to take the child for endovascular retrieval of the fragment. Using right femoral artery approach, the foreign body was retrieved using a snare. Patient recovered and went home later that evening.